Event description:
During the ivtm therapy, the customer reported noise from the thermogard xp ivtm system's (sn (B)(4)) power supply due to power supply failure. The customer used another thermogard system to continue the ivtm treatment without delay. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer declined the quote for service repair. Since the thermogard system in the reported complaint was manufactured in 2011 and is ten years old, well past the expected serviceable life of 5 years, the customer decided to purchase a new thermogard xp ivtm system.